Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the pump sounded a valid out-of-insulin alarm the customer did not hear it and did not change the cartridge. There was no issue with the pump volume; the customer reported not to have heard the alarm due to use error. The customer loaded a new cartridge. Subsequently, customer's blood glucose (bg) was 911 mg/dl and after going into diabetic ketoacidosis (dka), customer was admitted to the hospital. Intravenous fluids were administered. Elevated bg/dka were resolved with no permanent damage. Upon follow up, customer was reported to have been discharged on (B)(6) 2019.